Manufacturer narrative:
H.6. Investigation summary: this complaint is for no mic when using phoenix panel pmic/ID-106 (448606) batch unknown. The customer did not provide panel returns, isolate returns or lab reports for the investigation. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. The complaint is unable to be confirmed.

Event description:
Report 1 of 2 it was reported that with use of bd phoenix¿ pmic/ID-106 reported enterococcus raffinosus, there was no ast results on two patient samples. The following information was provided by the initial reporter: "no ast result. Customer noted that two different patients. Isolates were not saved."

Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
Report 1 of 2: it was reported that with use of bd phoenix¿ pmic/ID-106 reported enterococcus raffinosus, there was no ast results on two patient samples. The following information was provided by the initial reporter: "no ast result. Customer noted that two different patients. Isolates were not saved."